Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/21/2023. An investigation was conducted om 11/28/2023, a visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The delivery device was returned outside the loading device. The blue slide lock was off and the white plunger was depressed, indicating an attempt was made to deploy the seal into the aorta. The seal was observed to be deployed normally with the tension spring remaining in the delivery tube. The seal was removed from the delivery tube with no physical difficulties. There were no cracks or delamination observed on the seal. No measurements were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device and investigation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000328071 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal was released into the blood vessel, but the seal did not open and could not be used. They used a new spare same product and it is working fine. No delay. There is no health hazard to the.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal was released into the blood vessel, but the seal did not open and could not be used. They used a new spare same product and it is working fine. There is no health hazard to the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.